Manufacturer narrative:
H.6. Investigation: nine samples were received for evaluation. Two are the actual samples and seven are representative samples. Visual inspection was performed. The actual samples have drip overs of white epoxy on the needle, therefore failure mode is verified. The representative samples have no foreign matter or any other defect. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd precisionglide¿ needle there were 8 occurrences of foreign matter in cannula.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there were 8 occurrences of foreign matter in cannula.